Manufacturer narrative:
The suspect device will not be returned for evaluation. Therefore, root cause was not able to established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator transducer fault alarm. This event happened during patient use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.